Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) date of event - correction, date of this report - correction, describe event or problem - additional, device available for evaluation - additional, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The transmitter was returned for evaluation. The transmitter was visually inspected and no defect was found. Functional testing was performed and the test passed. Pairing testing was performed and the test failed. Review of the data logs confirmed signal loss on issue date. The reported event of bluetooth connection between transmitter and g5 mobile app issue was confirmed. The root cause was determined to be a defective transmitter.